Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and lumbar radiculopathy. It was reported that there was a poor communication screen on the patient programmer and there was poor communication between the programmer and the stimulator. Additional information received from the patient reported that the issue of the device not working began in early (B)(6) 2016. The patient reported that their implantable neurostimulator (ins) wouldn¿t turn off and on, so they couldn¿t use it and therefore, had no pain control. The patient stated that they contacted the repair department and a new device was shipped the next day. It was noted that the issue of the device not working properly was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient¿s physician was a six hour drive from the patient¿s house. There were no other doctors close. An appointment date of (B)(6) 2016- was noted. The patient first started experiencing the device not working properly in the (B)(6) 2016, which conflicts with the previous report of (B)(6) 2016, and again the patient noted the (B)(6) 2016 date. The patient couldn¿t use the device because it was very erratic. It was noted that the manufacturer was very helpful. The patient had the older device that didn¿t react to movement. The patient wished he could upgrade to the newer unit as an upgrade would help him.

Event description:
Information was received from a patient who reported that they needed help with their implantable neurostimulator (ins) as it wasn't working properly. The patient mentioned having difficulty finding a new healthcare provider (hcp) in their area. The patient reported that they wanted to upgrade their ins because they were having troubles with their current unit. No patient symptoms were reported. Indications for use are failed back surgery syndrome and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.